Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins took a long time to charge, and the patient needed to stand when charging because the ins moved when they were in other positions. No patient symptoms or additional device complications were reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient will be talking to the hcp and the manufacturer rep about their ins at the next hcp visit, which will be february 14th. No further complications were reported/anticipated.